Event description:
Account alleged when brakes are set, the foot end will still move.

Manufacturer narrative:
Technician found when brakes are adjusted, it goes into steer position, caused by cables stuck in brake assembly. Technician replaced the brake block assembly to resolve.